Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a cardiac pacemaker implantation, when the physician advanced the device over the wire guide, it failed to advance due to a kink at the tip of the sheath. Another product was used to complete the procedure. The device was returned and found to have splits at the tip of the dilator. There were no injuries, and no additional procedures were reported.